Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the infusion set tubing was damaged which results into high blood glucose level of 611mg/dl of the patient. The patient addressed the high blood glucose by correction injection via mdi. The infusion set was in use for 6 hours. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.